Event description:
Affiliate reported that due to spontaneous adjustment the device was revised. During the revision it was noticed that the stepping motor detached from the base plate.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. Therefore the cam position/pressure could not be determined. Upon further examination it was found that the valve casing was cracked and there was damage to the cam mechanism. It is not possible to determine the exact root cause for the problem reported, however it might be likely that the patient may have suffered some form of impact, which caused the dislodgement. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.